Event description:
It was reported that an endovascular stent graft was found to be fractured approx one year post placement in the common bile duct. The distal segment of the stent graft is suspected to be in the duodenum. No intervention has been performed or planned at this time. The pt is reported to be stable.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The device has been returned for eval. The investigation is currently underway.